Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknow), the device did not respond to the front panel controls. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. Logs for january 5, 2025, were reviewed and showed no faults that may have impacted the device. The device went though stress testing, calibration, and system- level testing successfully with no faults observed. The device was recertified and returned to the customer. No trend is associated with reports of this type.